Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter. Block h10: investigation results: the resolution 360 clip device was returned to boston scientific for laboratory analysis without the clip assembly. Visual evaluation noted the control wire was detached from the handle, which can cause the handle to lose communication with the clip and likely contributed to the difficulty experienced in releasing the clip from the catheter. Microscopic examination was performed. It was observed that the crimping of the crimp sleeve was asymmetric, indicating that the crimp sleeve was never crimped, and the control wire was not flattened properly. This suggests issues traced to the manufacturing process that may have contributed to the reported difficult to release from the catheter. An investigation has been initiated to address this manufacturing issue and the investigation is currently ongoing.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was fired and secured onto tissue, but the cable would not release from the clip. Eventually, the clip released after manipulation and the procedure was completed at this time. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was fired and secured onto tissue, but the cable would not release from the clip. Eventually, the clip released after manipulation and the procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.